Manufacturer narrative:
Additional information received indicates the pump was not being used for an infusion at the time of the reported fault. The pump alarmed immediately after batteries were inserted, and new batteries were used to try to fix/stop the alarm. The patient used their backup pump and the issue has been resolved. The pump will not be returned to smiths medical. Therefore, we are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that constant beeping was occurring to a smiths medical cadd-ms® 3 ambulatory infusion pump. It was reported that the pump seemed to be running and beeping without an error message on the screen. The pump was taken out of service and a back pump was started. There were no reported adverse effects.